Event description:
During an inventory inspection it was noticed that there was a tear on the mylar side of the pouch of a fire star balloon catheter. The tear was near the seal at the bottom line. The tear was penetrated, so sterility was compromised. The product box was intact and there were no other anomalies noted on the pouch. The actual product did not have any damage. The product was not clinically used.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.